Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case (B)(4) - npi 8015 error 110.6021 communication failure in logic board - there was no patient involvement. Case #: (B)(4). Case subject: npi 8015 error 110.6021. Account name: (B)(6) outpatient clinic surgery (closed - no longer providing surgical s. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. (B)(6) had error 110.6021 on pcu8015 sn (B)(4).